Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance, and defibrillation cycling without duplicating the report. An internal inspection resulted in no findings. The monitor board and dock connector were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.